Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown constructs: fns/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: guo, c.y. Et al (2024), clinical efficacy of femoral neck system for treatment of unstable femoral neck fractures in young adults, journal of international medical research vol. 52 (no.5), pages 1¿8 (china). The aim of this study was to evaluate the mid-term clinical efficacy of the femoral neck system (fns) (depuy synthes, zuchwil, switzerland) in treating young patients with unstable pauwels type iii femoral neck fractures. Between august 2018 to august 2021, a total of 21 patients (12 male and 9 female) with a mean age of 35 years were included in the study. These patients had pauwels type iii femoral neck fractures and underwent surgical treatment with fns, were followed for a mean duration of 22.8 months. The following complications were reported as follows: a 48-year-old female had an avascular necrosis and required total hip arthroplasty. A 47-year-old male had a nonunion and required total hip arthroplasty. A 34-year-old male had an avascular necrosis and required total hip arthroplasty. A 45-year-old male had a fixation failure (implant cut-out) and required total hip arthroplasty. A 24-year-old female had a superficial infection, and which was effectively managed with antibiotic therapy. A 28-year-old male had an ectopic ossification; however, this did not result in any reported discomfort and were generally permitted to bear full weight at a mean of 6.5 months postoperatively. This report is for an unknown synthes femoral neck system. This is report 3 of 4 for (B)(4).